Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient's blood glucose reading has been trending over 500 mg/dl in the morning before breakfast and sometimes in the afternoon. At the time of concern, the patient reportedly did not have any symptoms or required hcp medical attention. The reporter did not feel the subject pump is delivering correctly and wanted the subject insulin pump to be replaced. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The time and date are correct in the pump. The insulin was stored appropriately and is not expired. There was no bent cannula issue. The total daily dose is adding up correctly. The bolus history amounts are all given to completion as desired per the patient. The sites reportedly looked good with no bumps, bruising, bleeding or leaking. Further investigation into other factors that could contribute to the alleged revealed the patient was 4 years old and could possibly be going through a growth spurt. This complaint is being reported because the patient's blood glucose reading was trending over 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse attribute to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no delivery defects were found with the pump; unable to duplicate or confirm the complaint. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Typical usage alarms and warnings were observed in the black box download; observed no unacknowledged alarms or warnings. Review of the tdd basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program.